Event description:
It was reported that the struts were broken on the stair chair and the stair chair could not lift/transport as a result of the damaged struts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.